Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 6, 2006, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was reading inaccurately low and was incorrectly set to "mmol/l." The medical affairs specialist mailed a letter to the pt on 7/12/2006, since she could not be reached by telephone on two separate days. In 2006, the pt was admitted to the hospital with blood glucose levels of over "500 mg/dl" and symptoms of feeling "light-headed, weak, and dizzy." It is not known when the symptoms developed. The pt was hospitalized for 9 days and given insulin treatment via injections. It is not known what type of meter/device was used to test the pt in the doctor's office or hospital. The pt could not recall if she tested her blood glucose with the reported meter on the day of the event. The pt reported under also that her meter occasionally gave readings with a decimal point. During the call with the customer care advocate (cca), the meter was appropriately set to "mg/dl". It is not known if the meter was truly set to the incorrect unit of measurement (uom) setting (mmol/l) and how she would have interpreted those readings. It would have been helpful to know the following info: when did the alleged issue start, what type of comparison was the pt using, what readings were obtained on the reported meter before and during the hospitalization, and when did the symptoms develop. In addition, it would have been helpful to know what the patient's medication/treatment regimen is, if the pt followed the regimen during the time of concern, when was the last time the meter showed decimal points, was a backup meter used, and if the pt manually changed the uom setting of the meter. The cca also noted that the pt was not coding the meter properly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that the meter was reading inaccurately low, developed symptoms, obtained blood glucose results of greater than "500 mg/dl" in the doctor's office, was hospitalized, and given insulin treatment.